Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient was hospitalized for hyperglycemia. The patient's blood glucose level was 20.0 mmol/l. The emergency was called and the patient was taken to the hospital. The type of treatment given to the patient was unknown. The blood glucose results at the hospital were unknown. It is unknown how long the patient was in the hospital. The infusion device cannot be returned for legal and customs issues.